Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements. The lead was observed to have perforated the heart wall and resulted in a pericardial effusion. An invasive procedure was performed. The lead was explanted and replaced and a pericardial window was performed to drain the effusion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Additional information was received that blood was observed in the pericardium through trans-esophageal echocardiogram (tee), however, the lead could not be visualized perforating the ventricle. Additionally, a chest x-ray was performed and the lead position did not appear to be significantly different.